Manufacturer narrative:
As per the findings from the logs received 10/15, it was discovered that the set screw securing the pot shaft to the gear was missing. The crash was an issue of a student technician using the all locks button at the base of the thu to align a sunrise knee. The fse advised them against that and referred them to the document with the alignment procedure for that technique. The system generally functioned after replacing the pot and set screw. As concluded from the log files,this issue was not an installation error or a training issue. There was no user harm (patient or operator), and this incident is estimated to happen due to component failure. Service calls will be monitored for similar scenarios and escalated if necessary.

Event description:
The customer reported that the overhead tube crane collided into the generator while preparing to take an exposure.